Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.  During the evaluation of the device at the manufacturer's service center, the sponge of the air inlet path assembly was observed to be partially peeled off. The device's inlet air path foam needs to be replaced to address the issue.